Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
The distributor reported on behalf of the customer that the device, 60-6085-201a, medium, uterine manipulator, was being used on (B)(6) 2024 during a laparoscopic procedure and ¿after opening the material, when starting the functionality test, it showed resistance during inflation and subsequently it was not possible to deflate it for use. The procedure was completed with the assigned hospital unit.". There was no impact or injury for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The distributor reported on behalf of the customer that the device, 60-6085-201a, medium, uterine manipulator, was being used on (B)(6) 2024 during a laparoscopic procedure and ¿after opening the material, when starting the functionality test, it showed resistance during inflation and subsequently it was not possible to deflate it for use. The procedure was completed with the assigned hospital unit." There was no impact or injury for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of the returned used item 60-6085-201a found excessive force was needed to inflate the balloon, and then it would not deflate. The root cause cannot be determined, however, based upon evaluation, a likely cause for this issue may be due to an occlusion in the device. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: remove vcare from its sterile packaging and inspect for damage caused by shipping. Discard if any damage is noted. Draw 7-10 cc of air into a standard syringe and insert it into the luer connection at the end of the pilot balloon. Test the intrauterine balloon by injecting air with the syringe and checking to see if balloon remains inflated. If balloon does not remain inflated, do not use. Discard and select another vcare unit. After the successful balloon test, deflate the balloon by removing all air with the syringe. We will continue to monitor for trends through the complaint system to assure patient safety.